Event description:
The following has been reported: biomed reported: "pump error on the biomed work order note." Patient harm: unknown. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for downstream air sensor failure. Pump did not display any alarms or warnings during initial evaluation and was able to complete a mock infusion successfully. The device was investigated internally and no signs of fault were identified. The pump was reverted to manufacturing mode and underwent admin set ID testing where the pump successfully detected both fluid and air. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.